Event description:
Ous MDR - it was reported that approx. 67 months after the implantation an increase of shock impedance was noted. The lead was explanted due to suspected insulation defect.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut off 11 cm distal of the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In-between, about 3 cm of the lead body were missing. At the proximal fragment, the df-1 connector pin was also missing. The rope conductor to the shock electrode had been torn off the missing df-1 connector pin at about 1.5 cm. The visual inspection was also able to detect insulation fraying 46.5 cm proximal of the tip electrode. The position and kind of the damages speak for massive mechanical stress of the lead in the implanted state due to interaction with the generator housing. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.